Event description:
In 2005 - pt had surgery for adnexal cyst and left salpingo-oophorectomy surgiwrap was implanted. In 2007 - exploratory lap, excision of abd wall with internal mass performed for recurrent omental metastasis - diagnosed from pet scan = hot nodule path report = anterior abdominal wall mass is body reaction to clear plastic like material (believed to be surgiwrap implanted 7 months earlier.